Event description:
A tandem mobi cartridge alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the cartridge alarm 34 and determined the pump had not been exposed to external magnets nor did the issue occur during the loading process. The issue had previously been reported with this pump serial number, so technical support decided to replace the pump, confirmed the shipping address, and provided necessary instructions for putting the pump into storage mode before returning. The customer was advised to return the faulty pump using a pre-paid label.